Manufacturer narrative:
The user facility returned the laryngeal mask airway in question to the MFR for evaluation. The laryngeal mask airway appears in average condition, with a yellow airway tube and a lightly marked connector. The valve adaptor cap is missing. The valve core is degraded and discolored. The splines on the core are reduced in diameter. It is probable that the mask has been in contact with chemicals that have degraded the acetal components of the valve. This file will be considered closed unless additional info is received.

Event description:
A user facility reported that an lma would not inflate while it was being used in a pt. There was no report of pt injury or problem. The lma will be forwarded to the MFR for eval.